Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review is not required - the event is not reportable in an eea country + none of the allegations/conclusions are against labeling/user error + bsc is not responsible for training. Risk review is not required - the event is not reportable in an eea country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple episodes of noise and impedance increased exceeding 3000 ohms, attributed to a suspected lead conductor anomaly. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple episodes of noise and impedance increased exceeding 3000 ohms, attributed to a suspected lead conductor anomaly. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple episodes of noise and impedance increased exceeding 3000 ohms, attributed to a suspected lead conductor anomaly. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This supplemental report is being filed to correct the h11: additional MFR narrative. The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review is not required - the event is not reportable in an eea country + none of the allegations/conclusions are against labeling/user error + bsc is not responsible for training. Risk review is not required - the event is not reportable in an eea country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.